Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding an erroneously depressed calcium_2 (ca_2) result obtained on a patient sample on an atellica ch 930 analyzer. Siemens is investigating the event.

Event description:
The customer reported to siemens that an erroneously depressed calcium_2 (ca_2) result was obtained on a patient sample on an atellica ch 930 analyzer. The initial result was not reported to the physician. The same sample was reprocessed on the same atellica ch 930 analyzer. The reprocessed result recovered higher than the initial result and was reported as correct result to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed ca_2 result.

Manufacturer narrative:
Additional information (30-jan-2025): siemens concluded the investigation of the event. Siemens reviewed the instrument data files and the information provided by the customer. The review of calibration data showed that the customer used a bad/atypical calibration lot, which yielded atypical calibration coefficients, atypical calibrator signal response, and unacceptable quality control (qc) results. Siemens observed that an erroneous depressed result was obtained using atypical calibration. Recalibration of the assay was performed by the customer using the other calibration and qc recovery was within the customer¿s expected ranges. Siemens concluded that the cause of the event was consistent with the use of a bad/atypical lot calibration. The issue was resolved by recalibrating the calcium_2 (ca_2) assay, which was part of standard troubleshooting procedures. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the siemens investigation. Initial MDR 2432235-2025-00005 was filed on 03-jan-2025.